Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood altered ("I am moody"), emotional disorder ("emotional"), somnolence ("I just want to sleep") and abdominal pain lower ("this would be time for my period and I am having some pain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal, mood altered, emotional disorder, somnolence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, emotional disorder, medical device removal, mood altered and somnolence to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: mood altered, emotional disorder, somnolence, abdominal pain lower, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood altered ("I am moody"), emotional disorder ("emotional"), somnolence ("I just want to sleep") and abdominal pain lower ("this would be time for my period and I am having some pain"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the medical device removal, mood altered, emotional disorder, somnolence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, emotional disorder, medical device removal, mood altered and somnolence to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: mood altered, emotional disorder, somnolence, abdominal pain lower, medical device removal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.